Event description:
The ins was replaced a month later and the patient was doing very well.

Manufacturer narrative:
Analysis of this device (B)(4) found the implantable neurostimulator (ins) battery's capacity was reduced due to overdischarge. The ins was received in an overdischarged state. Telemetry was restored after 1 full physician mode recharge. According to the trace report taken from the ins, there was only 1 overdischarge count. The ins was last recharged on (B)(6) 2011 and the battery discharged to the lock mode on (B)(6) 2012. No other recharges were recorded until the ins was recharged in the neuromodulation analysis lab. The ins functioned properly after the telemetry was restored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated as it had no charge. Two physician recharge programs were carried out but no recharge screen was on the recharger. It was suggested that the device had completely discharged. Possible replacement of the device was contemplated. There was no harm/injury to the patient and the patient's outcome was good. Subsequently, the device was returned to the manufacturer for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.